Event description:
It was reported that a pt was receiving a transfunsion through the device, after approx. 50mls the pt became dizzy and his blood pressure decreased from 107/80 to 65/46 to 60/20. The transfusion was stopped and the pt's blood pressure returned to normal.